Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges leaked from the bottom near the pneumatic tap. Reportedly, the customer filled the cartridges with 300 units. There was no impact to the customer's blood glucose level and the customer was able to load a new cartridge successfully.